Event description:
The customer reported a leak inside the coulter® lh 780 hematology analyzer. The customer stated that approximately 0.5 ml of fluid leaked and was contained within the instrument. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. The customer indicated that quality control (qc) results passed at the time of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the needle cartridge was leaking at the bellows. The fse replaced the needle assembly to resolve the leak. The fse verified the repair as per established procedures and no further issues were noted. Results: needle assembly. (B)(4).